Manufacturer narrative:
Additional information was received, the event occurred during patient use. There was unknown adverse effects.

Event description:
It was reported that during use, the device exhibited an error code 1720. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Review of the event history logs confirmed an error code 1720 occurred when the pump was powered on. Functional testing was performed, and the reported issue was able to be replicated; error code 1720 occurred during self-check. The root cause was determined to be a possible defective back up capacitor. The back up capacitor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.